Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. No intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.